Event description:
It was reported that as the stent delivery system (sds) was advanced through the left main and around a 70 degree bend into the lad, it caught on the bend and would neither advance nor retract. An attempt was made to pull the sds back into the guiding catheter, but a stent strut caught on the tip of the guiding catheter. Further pulling would not bring the sds back into the guiding catheter. Eventually, it crumpled up and the shaft snapped. The separated sds shaft was on the guide wire and when the guide wire was retracted into the descending aorta, it became stuck on the aaa graft. Eventually, it was retrieved with a snare device and pulled back through the 8 fr sheath.